Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. There was no patient harm reported. The issue was decided to be reported based on available information (without information about replaced part) the reported issue may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. Based on received information, there was no on-site visit as the hospital contacted a third-party for repair. Therefore, the root cause of the issue could not be determined. H3 other text : 4112.

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the chinese market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.

Event description:
Manufacturer's ref.#: (B)(4).